Event description:
According to the complainant, approximately thirty-eight minutes into the case, the prolieve thermodilatation temperature monitor stopped accurately reading the temperature. The case was stopped. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilatation temperature monitor is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Other: device discarded.